Event description:
It was reported that the patient presented to the emergency room after episodes of dizziness and syncope. An interrogation of the pulse generator revealed inadequate pacing that resulted in bradycardia. No interventions were reported. The patient was stable.

Manufacturer narrative:
Correction: h6: health effect - clinical code.